Event description:
It was reported that multiple pump motor stalls occurred. Per the pump logs, a motor stall occurred on (B)(6) 2014 at 17:22 with recovery at 18:17, on (B)(6) 2015 at 23:16 with recovery on (B)(6) 2015 at 19:27, and on (B)(6) 2015, at 08:21 which did not recover. There was no tube set message after the last stall. It was noted that the elective replacement indicator (eri) for the pump was 11 months from the date of the report. No diagnostic testing or troubleshooting was performed and the cause of the motor stalls was undetermined. The pump was replaced on (B)(6) 2015. The patient had experienced underdose symptoms and withdrawal symptoms. Following the replacement, the patient was doing well and receiving effective therapy. The device system delivered morphine and clonidine.

Manufacturer narrative:
Analysis of the pump found c300 for a gear train anomaly due to corrosion and/or wear and or lubrication; and there was motor stall due to shaft-bearing.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.